Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Additional information b5, e2, e3, h6, h10 a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.a review of the event history log identified force sensor bridge test error., corrected data: correction d1.

Event description:
Additional information received indicated there was no patient injury associated with this event.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed that the battery door and right plunger case were cracked and that the battery was missing. Functional testing involved powering up the pump and checking and testing the force sensor. The investigation found that the pump exhibited force sensor bridge test at power up and calibration of force sensor was not possible. The investigation determined that the sensor was not operating as intended due to normal wear as the pump was over eight (8) years old. The force sensor was replaced.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited a force sensor error. No adverse patient effects were reported.